Event description:
The rptr stated that he tested his blood glucose and got results of 80 mg/dl, and retested within 10 minutes, obtaining 200 mg/dl. He believes he did not have an adequate sample on the first test strip. He did not have any symptoms. Supplies were not available to do a control solution test, the lifescan rep provided training, and will follow-up after control solution is received to do testing.